Event description:
Update: (B)(6) 2012, this is a clinical patient, doi: (B)(6) 2009 and report states, the patient was revised for metallosis. This information does not change the investigational results.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Patient was revised to address acetabular cup loosening, metallosis, and pain. Additional information: litigation papers allege the patient experienced pain, discomfort, and soreness, which in turn negatively affected the patients ability to perform activities of daily living. The patient had difficulty getting up from chairs, bending, sitting for extended periods of time, and lying on her left side. The patients symptoms caused her to suffer from a limp and required the assistance of a cane. During her revision surgery for her failed left total hip arthroplasty as a result of metallosis and asr articulation failure and alval, her surgeon encountered a large soft tissue mass that extended from the articulation up to the it band and created a very large raised cyst into the gluteal fascia and it band, which exuded a huge amount of fluid. Her surgeon noted much of the anterolateral soft tissues and capsule were not present as they had been eaten up by the cystic alval mass. Her acetabular component was found to be only marginally fixed with fibrous tissue built up in 90% of the acetabulum. Pathology findings were consistent with alval and metallosis.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address acetabular cup loosening and pain.